Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Reason for revision: patient dislocating after primary surgery 3 weeks ago.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. Additionally, research using the as400 system indicates that several other devices from the reported femoral stem lot have been delivered and are considered successfully implanted as no other reports have been received. Further information provided confirms the reported dislocation was secondary to stem migration. At primary, the medial calcar was fractured and subsequently wired with a competitor device. The fracture was more extensive and led to the stem migration. X-rays were not provided and therefore placement cannot be commented upon. The investigation can draw no conclusions with the information provided. Based on the inability to conclusively determine root cause, the need for corrective action has not been identified.